Event description:
The account stated the level 1 urine multistituent control was aspirated from the level 2 urine multistituent cup instead of from the level 1 cup when processing on the architect c8000 analyzer. The account uses bar coded sample tubes (B)(6) for level 1 control and (B)(6) for level 2 control. All level 1 quality control was out or range with results appropriate for level 2. The account confirmed that no volume was removed from the sample cup for level 1 control. The account repeated the level 1 of quality control without issue using same bar code labeled tubes. The account stated that no erroneous patient results generated. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, performing a complaint search, and reviewing the instrument logs and database. The complaint search did not return any other complaints regarding aspiration of bar-coded qc from an incorrect sample cup. The instrument logs were reviewed; however, they did not capture the date and time of occurrence of the issue observed. The returned database also did not capture the date and time of occurrence of the issue observed; therefore, no probable cause could be determined. Based on the results of this evaluation, it was determined that a deficiency was not identified.